Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivery. Customer¿s blood glucose was17 mmol/l at the time of incident. Customer's current blood glucose level was 4.8 mmol/l. Customer reported that they had back up plan available for high blood glucose level treatment. Customer treated it with injection via pen. Customer was alleging the insulin pump because the customer had high blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will not return for the analysis.